Event description:
It was reported that the user experienced prolonged hyperglycemia after a meal when a supply change was performed immediately following breakfast and the meal was then announced in ilet, while using an inset infusion set on the left waist and a fsl3+ cgm. Symptoms included elevated blood glucose readings reported as high for several hours. Outcomes included no hospitalization, no emergency care, and no alerts or alarms reported. Investigation included troubleshooting and education provided to the caregiver regarding timing of supply changes and meal announcements. Investigation of this case revealed user technique and timing contributed to high glucose due to a late meal announcement following a supply change, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was use error related to timing of meal announcement and infusion set change.